Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported (defect on arrival) defoa-damaged cart. The stand is cracked the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 19jun2019. The customer stated the stand was replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.